Event description:
It was reported a patient's right ventricular (rv) lead presented with over-sensing noise and variable pacing impedance. The lead was explanted in a procedure on (B)(6) 2025. Post-procedure the patient was stable.